Manufacturer narrative:
This report has been identified as b. Braun internal report number 400763034(B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission #k083689, k142596, k191910.

Event description:
As reported by the user facility: during an infusion with cytoset tree, the medication does not pass completely. The pump indicates that more volume has passed than is in the bag, but the bag has not been emptied. No patient injury was reported.